Event description:
It was reported that this inflatable penile prosthesis was not working. The device had fluid loss. It was identified that the left tubing which was connected to the pump was broken. The entire device was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.